Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their implant battery is depleting quickly, and the charge only lasts 24 hours. Patient stated that they charged their implant to 100% yesterday morning, and then this morning their implant was 0%. Patient confirmed that they have not made any recent therapy adjustments, or no increases in stimulation.  Patient stated they had changed from group a to group b, to group c, and now back to group b. Patient mentioned their intensity of group b is 3.2, and stated that medtronic rep advised patient that was not a high enough intensity for the implant to deplete so rapidly. Agent asked for event date and patient stated they think it was about 2 months ago. Agent redirected patient to health care provider to further address the issue, and to have the implant looked at. No symptoms were reported.